Manufacturer narrative:
Excessive force was not applied during advancement of the device to the lesion. The procedure was completed with another resolute onyx stent without issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was attempting to use resolute onyx rx drug eluting stent. There was no damage noted to the packaging or issues noted upon removing the device from the hoop. The device was inspected with no issues noted. The lesion was pre-dilated. During the procedure it was reported that the device did not pass through a previously deployed stent . Resistance was encountered while attempting to advance the stent. It was reported that during advancement, the physician noted that the stent struts appeared to have lifted away from the balloon. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.